Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient had a low blood sugar and passed out. The patient could not remember the egv on the "receiver" before she passed out. The behavior of the "receiver" was not described. According to the patient, she thinks that her watch app called the paramedics. She regained consciousness at around 9 pm when the paramedics came. The paramedics did a fingerstick, and it read 62 mg/dl, and her receiver was not showing any egv. One of the paramedics gave her orange juice. At the time of the call, the patient is feeling much better. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the supplemental MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient had a low blood sugar and passed out. The patient could not remember the egv on the "receiver" before she passed out. The behavior of the "receiver" was not described. According to the patient, she thinks that her watch app called the paramedics. She regained consciousness at around 9 pm when the paramedics came. The paramedics did a fingerstick, and it read 62 mg/dl, and her receiver was not showing any egv. One of the paramedics gave her orange juice. At the time of the call, the patient is feeling much better. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On the same day, it was reported that the patient had a low blood sugar and passed out. The patient could not remember the egv on the "receiver" before she passed out. The behavior of the "receiver" was not described. According to the patient, she thinks that her watch app called the paramedics. She regained consciousness at around 9 pm when the paramedics came. The paramedics did a fingerstick, and it read 62 mg/dl, and her receiver was not showing any egv. One of the paramedics gave her orange juice. At the time of the call, the patient is feeling much better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.